Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 377845, lot# v007758, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the patient had a pocket infection. The patient had the implant replaced on (B)(6) 2015 and developed a pocket infection in (B)(6) 2015. It was unknown how the infection was identified and it was unknown what diagnostics or troubleshooting was done. The patient had the implant, one lead and two extensions completely explanted and a partial explant of the other lead on (B)(6) 2015. The patient was treated with antibiotics and was re-implanted on (B)(6) 2016. The issue was resolved at the time of this report. The indication for use was spinal pain. If additional information is received a follow-up report will be sent.